Manufacturer narrative:
Date of event: (B)(6) 2018 is provided as this is the date the rotation of the lens was diagnosed. Explant date: if explanted; give date: not applicable (n/a). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the subject's left eye (os) zct300 intraocular lens (iol) was 177 degrees at their repositioning surgery on (B)(6) 2018, but noted to be at 165 degrees during follow-up visit on (B)(6) 2018 (12 degree rotation). The subject is doing well. No visual complaints and no additional repositioning are planned at this time. Uncorrected visual acuity (va) was 20/25 ou. And best-corrected va results were 20/15 right eye (od), 20/20 left eye (os) and 20/15 for both eyes (ou). No additional information provided. This report pertains to the left eye (os). A separate report (MFR# 3011852734-2018-00108) has been submitted to right eye (od).

Manufacturer narrative:
Additional information received indicated that intraocular lens (iol) axis for the left eye was measured at 180 degrees at the subject's 6-month study visit. The implant date was also provided (B)(6) 2018. At this time, there is no indication that any other intervention has been planned or performed. If implanted, give date: (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received reported that at the subjects 1-year study visit, the iol axis in the left eye was measured as follows: os: 176 degrees (04 degrees from 6-month visit location of 180 degrees) there is no planned interventions as a result of the new rotation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.